Manufacturer narrative:
.

Event description:
A report was received that the patient had discomfort at the pocket location. The patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.